Event description:
User received a discrepant potassium result for one patient sample. Initial result was 5.7 mmol per l, repeat result was 4.8 mmol per l. The sample was also repeated on another analyzer with a result of 4.5 mmol per l. The erroneous result was not reported out. The user performed automatic mixtower cleaning. She then calibrated successfully and ran qc successfully. She stated she ran the same patient sample again and stated, it recovered fine, but did not have the exact result.